Event description:
It was reported to medtronic neurosurgery that the main system stopcock was bent and leaking.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. No impact to the pt was reported.